Manufacturer narrative:
There was no relationship found between the reported incident and the returned device. Visual inspection revealed a few minor scratches on the exterior of the returned device. The reported event may have been associated with another device since the coblator ii does not have a display screen to display any wand error messages. Functional evaluation revealed the subject controller performed as intended and exhibited no functionality issues. At no time during testing did the returned controller alarm or display a "wand error" message while activating a known good wand several times without incident. The subject controller was involved in two other cases, ((B)(4)), where the same "wand error" complaint was made. There is no display screen on the coblator ii controller, making it impossible for it to display a wand error message. The complaint was not verified and the root cause was unable to be determined since the device functioned as intended. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: a power surge or power interruption to the subject controller, using an improper power cord or improper extension cord, or a loose power connection, an issue with one of the concomitant devices in use at the time of this complaint event. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the controller displayed "wand error". Multiple wands were tried with the same result. Surgeon also noted that device seems to work normally in the beginning then starts to lag dramatically during the case. Procedure was completed using a competitive device (suction/coagulator) after a delay of 5 minutes. Similar incidents have occurred using this controller during 3 different cases in previous weeks. No patient injury or other complications were reported. Complaint 1 of 3. See (B)(4) for 2nd and 3rd occurrences.